Event description:
It was reported that a patient underwent a kyphoplasty procedure at level l1. Reportedly, post procedure the patient experienced back pain that "resolved quickly after the procedure". X-rays showed good height restoration and a lateral leakage of cement. No additional information was reported.

Manufacturer narrative:
Method - device not returned; followed up with company representative.